Event description:
Approximately six months post stenting procedure of the left superficial femoral artery (sfa) with a smart stent placement, in-stent thrombosis was found during a regular scheduled follow up visit. The patient complained of leg pain. Angiogram revealed the occluded stent with thrombosis. It was treated by pta and the patient recovered. The patient was compliant with antiplatelet therapy. At the time of the smart stent placement, the lesion was heavily calcified. The patient¿s medical history is unknown. This is a case from (B)(4) pms for sfa.

Manufacturer narrative:
Complaint conclusion: approximately six months post stenting procedure of the left superficial femoral artery (sfa) with a smart stent placement, in-stent thrombosis was found during a regular scheduled follow up visit. The patient complained of leg pain. Angiogram revealed the occluded stent with thrombosis. It was treated by pta and the patient recovered. The patient was compliant with antiplatelet therapy. At the time of the smart stent placement, the lesion was heavily calcified. The patient¿s medical history is unknown. This is a case from (B)(4) smart pms for sfa. (B)(4). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.